Event description:
It was reported that the insulin pump alarmed motor error and no delivery alarms. At the time of the phone call the customer's blood glucose was 237 mg/dl. The customer was unable to perform troubleshooting because of the motor error alarm. Therefore, they would like to return the reservoir for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2014-87612.

Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification.